Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that while injecting the lens and placing the trailing haptic into the eye, the physician noticed a milky substance inside the injector. The lens was cut out and removed. The incision was not enlarged to remove the lens. Another back-up set of lens, injector and viscoelastic was used and a milky substance was again observed. However, the physician elected to implant the lens in the eye after flushing the trailing haptic with 10cc of balanced salt solution (bss). No suture needed when the case was completed. Nothing unusual was noted during prepping. Reportedly the patient was a little more inflamed than usual the next morning and was started on a steroid as a precaution. During subsequent follow-up nearly a week post-op, the patient still had some inflammation around the wound and was put on a stronger antibiotic. No other information is available. This report is for lens 2 of 2.

Manufacturer narrative:
The device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The device history records (DHR) were reviewed and there were no non-conformities or anomalies related to the reported event. Based on available information, a root cause for the reported event could not be conclusively determined.

Event description:
The patient was fine two weeks post-op and was pleased with the outcome.